Event description:
During a clinic follow-up, an increase in the pacing impedance was observed on the right ventricular (rv) lead. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that diagnostic imaging was performed, but no abnormalities were observed.